Manufacturer narrative:
Initial reporter¿s phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor seized, was heavy moving, rough running and jammed. It was further noted that the device had no function. Therefore, the reported condition was confirmed. The assignable root cause was determined to be normal wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that before surgery, it was observed that the small battery drive device had an unspecified defect. During in-house engineering evaluation, it was observed that the motor was seized, jammed, running rough and heavy moving. It was further noted that the device had no function. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly